Event description:
Breast implants causing health problems, adrenal fatigue, stage 3 diagnosed by 24hr cortisol spit test, ana elevation (moderate), raynauds, dry skin, fatigue, neck/back pain; low testosterone (too low for lab to read numerical value), narcolepsy, brain fog, muscle pain and slow recovery, vision loss and dry eyes; low libido, slow rr, breathe shallow, feel like I can't take deep breath, tinnitus, enhanced physiologic stress response, dehydration, frequent urination at times; poor concentration, light sensitivity, cold sensitivity, muscle weakness, chronic fatigue syndrome. Ref report: mw5162259.